Manufacturer narrative:
Product analysis: analysis confirmed the customer comments that the external pulse generator (epg) had a missing knob and a bad knob stem. It was noted that the menu control knob was missing and the upper case was broken around the menu encoder. It was further noted that the ventricular output connector and hanger were broken. Additionally, a capacitor was found damaged on the main printed circuit board (pcb). Furthermore, the lower case was damaged from a pinched main seal and both wires on the liquid crystal display were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The epg the passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing knob and a bad stem. The epg was returned for service. There was no patient involvement.